Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had multiple false upstream occlusions. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "multiple false upstream occlusions" was not reproduced. The device passed the upstream occlusion testing. A review of the event history log revealed "upstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upstream calibration values were far below specification. The ultrasonic sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.